Event description:
Device malfunction: failure to deploy-thumb advancer. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, during thumb advancer deployment, resistance was felt and deployment could only be advanced with force. The safety release mechanism was activated, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. Info provided to abbott vascular indicated that the physician had not completed step #2 locator wings deployment. No adverse pt effects were reported. Though requested, no additional info was provided

Manufacturer narrative:
The device is expected to be returned for eval. A follow-up report will be submitted with all additional relevant info. (Failure to follow steps/instructions): the starclose se IFU instructs the operator in the "closure procedure step 6, click 2: deploy locator wings and initiate splitting of the sheath."